Manufacturer narrative:
The technician found the side rail end tubes were bent. The technician replaced the side rail end tubes to resolve the issue.

Event description:
The account alleged the side rails were not staying in the raised position. No pt impact.